Event description:
As reported via (B)(4) study, a patient experienced periprocedural mi based on the received adjudication minutes, stable angina at 30-day follow-up visit, and unstable angina and underwent revascularization approximately seventeen months after the index procedure. At the time of the index procedure, the angiography revealed two vessels diseased. The indication for the procedure was stable angina and positive functional study for ischemia. The proximal left anterior descending was described as 15mm in length, moderately calcified, class b2, and de novo with 90% stenosis. The reference vessel was 3mm in diameter. The lesion was pre-dilated with a 2.5 x 12mm balloon at 8atm as a planned procedure and a 3 x 18mm cypher rx was implanted at 12atm. The stent was post-dilated with a 3.75 x 12mm balloon at 18atm as a standard procedure. The 1st diagonal branch was described as 5mm in length and de novo with 30% stenosis that was treated with a balloon due to bifurcation of the lesion. It was reported that the troponin I was 1.08 (0.10 unl) 16-24 hours post index procedure. The patient was not diagnosed with an mi and the ck was normal, but this elevation was later diagnosed as a periprocedural pci based on the received adjudication minutes. No treatment was given to treat elevated troponin I. There were no procedural complications reported and the patient was discharged the following day. At 30-day follow-up visit, the patient experienced stable angina. It was reported that the repeat cardiac cath revealed that the stented area was widely patent. Approximately seventeen months after the index procedure, the patient experienced unstable angina and underwent revascularization of the plad (target vessel, non-target lesion). It was reported that the new lesion length was 10mm with 90% stenosis. The new plad lesion was not within 5mm of previously placed cypher in the plad and did not involve the cypher stent.

Manufacturer narrative:
In addition, previously placed cypher stent was also noted to be patent at the time of the revascularization. The outcome of the event was resolved without sequelae. According to the investigator, the event was not related to the cypher stent or index procedure. Concomitant medications included aspirin, bivalirudin, calcium channel blockers, cardizem, plavix, crestor, flonase, heparin, lipitor, losartan, ramipril, and zocor. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) female patient with a medical history of angina, positive functional study for ischemia, allergic to adhesive tape, allergic to sulfa, allergic to contrast, allergic to hydrocodone, supraventricular tachycardia, and mitral valve prolapse. At the time of the index procedure, the angiography revealed two vessels diseased. The indication for the procedure was stable angina and positive functional study for ischemia. The proximal left anterior descending was described as 15mm in length, moderately calcified with 90% stenosis that was treated with a 3 x 18mm cypher rx at 12atm. The 1st diagonal branch was described as 5mm in length and de novo with 30% stenosis that was treated with a balloon due to bifurcation of the lesion. 16-24 hours post index procedure: troponin I 1.08 (0.10 unl). The cec adjudication committee has deemed this elevation as an arc peri-procedural pci thus the file was coded for mi. There were no procedural complications reported and the patient was discharged the following day on dual anti-platelet therapy. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15266067 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.